Manufacturer narrative:
The device was successfully implanted. The problem is not a safety issue for the pt, rather it is a user inconvenience issue. A decision to modify the connector to improve lead insertion has been made. A submission addressing this modification is scheduled to be submitted in 12/97.

Event description:
The reporter indicated having difficulty inserting the is-1 ventricular pin into the header during implant.